Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and the bard flat mesh device used to treat the patient. The patient's attorney did not allege any specific device failure and no medical records have not been provided. The device has not been returned for further evaluation. Based on the limited information provided at this time, no conclusions can be made between the bard flat mesh device used to treat the patient and any problem with the device. Should additional information be provided, a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2006 - the patient underwent an unspecified pelvic procedure with implant of a "bard monofilament knitted polypropelene" (bard flat mesh) and a non bard/davol "lynx" urethral system. Attorney alleges unspecified adverse patient outcomes associated with use of device.